Event description:
It was reported that during a case the flashing red light came on. There was no audible tone or activation out of the handpiece. The case was completed successfully with no pt consequence. Device being returned for analysis.